Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information received: please find attached medical records: (B)(6) 18, (B)(6) 18, (B)(6) 18 and (B)(6) 19 op report.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
¿It was reported that on (B)(6) 2018, patient underwent a laparoscopic hemicolectomy. After surgery, patient developed an anastomotic leak. On (B)(6) 2018, patient underwent a laparoscopic loop ileostomy. On (B)(6) 2018, patient underwent an excisional debridement. On (B)(6) 2019, patient underwent an ostomy reversal.¿